Event description:
According to the reporter; at the beginning of the stomach resection for a gastric bypass procedure of a male patient, the user connected the reload (60amt) reload to the stapler adapter. The surgeon approached to the lesser curvature of stomach and started to fire the device, however it slowly stopped halfway. The device was removed and a new reload (60amt) reload was attached to complete the staple line but again the device only fired half the intended distance. The surgeon had the jaws articulated in maximum angle with 45 degree and did not belief the tissue was thick. The same issue was then repeated when the surgeon replaced the reload (60amt) reload with another reload (60axt). The staple line was able to be completed with a second (60axt) reload, however the device was fired slowly. The case was complete with the use of another (60axt) reload attached to an to a different stapling handle. The stapler with issue was reportedly at its 50th use. After the case the battery was reinserted; the handle indicator was flashed, the status indicators were illuminated blue and the firing progress indicators were all flashed. Surgical time extension was not required due to the issue. Additional tissue resection was not required due to the product issue. There was no tissue damage and no device component fell within the patient. There was no patient injury due to the issue. No further patient details could be provided by the user/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.